Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 127 mg/dl. Tandem technical support educated customer regarding cartridge labeling instructions. The customer continued using the pump for insulin therapy.